Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent an orif surgery for femoral trochanteric fracture. The surgeon opened the cement kit in question but the cement would not come out from the stop-cock smoothly. The surgeon thought there might be a problem at the stop-cock and replaced it with a 3-way stop-cock, however cement leaked out when the stop-cock was removed. The cement had not hardened so it was injected into multiple syringes. When the surgeon injected cement into the patient, it was hardening and took longer than anticipated. Less than 2 ml of cement was injected into the bone head. The procedure was completed successfully with less than 30 minutes of delay. There was no adverse patient impact. No further information is available. This report is for a traumacem(tm) v+ injectable bone cement ¿ sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product code: 07.702.040s, lot number: 2h53530, release to warehouse date: 09.aug.2022, expiration date: 01.aug.2025, supplier: osartis gmbh, manufacturing site: werk selzach. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.